Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the programmer had a sudden cease of operation. There were no new errors or sluggish performance found in the logs. The programmer was returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had a sudden cease of operation. The programmer was returned for service. No patient complications have been reported as a result of this event.